Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via phone and stated that when she pulled the string, the tampon broke apart and shredded. No injury was reported.

Event description:
Consumer contacted via phone and stated that when she pulled the string, the tampon broke apart and shredded. No injury was reported.

Manufacturer narrative:
25-nov-2020 product investigation results: no failure could be identified as a result of the investigation.